Manufacturer narrative:
Other relevant device(s) are: product ID: a810, lot/serial# n/a, implanted: n/a, explanted: n/a, product type: software; ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 10 mg/ml of morphine at 6.1 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a programming error occurred. The wrong drug concentration was entered with the clinician programmer tablet and therapy application, software version 1.0.7493. The hcp stated this occurred the last time the patient was refilled on (B)(6) 2019. The patient's concentration was changed from 10 mg/ml of morphine to 20 mg/ml of morphine, however instead of reading 20 mg/ml of morphine the pump still read 10 mg/ml of morphine. Dosing consideration were reviewed based on the programming error. It was reviewed the entire system now had 20 mg/ml of morphine, therefore a bridge bolus was no longer needed. No symptoms were reported. The hcp reported the patient was doing fine with the higher dose. No further complications were reported or anticipated.